Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the information provided and without the return of the device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed. UDI: (B)(4). Pi number is unknown as the lot number was not provided.

Event description:
It was reported that the mynxgrip vascular closure device failed to achieve hemostasis following the deployment. The device was being used with a 7f procedural sheath for arterial closure following a diagnostic procedure. There was no pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube; however, after a two minute hold, pressure was released and blood started oozing from the site. Manual pressure was applied for 15 minutes to achieve hemostasis. The patient was noted to have recovered and hospitalization was not extended. Additional information was requested, but was unknown.